Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided and cause was not known. Customer received assistance from school teacher and consumed sugar to address bg. The customer reverted to an alternate method of insulin therapy.